Manufacturer narrative:
Date received by manufacturer: 24dec2019. Date of this report: (B)(6) 2019. The philips field service engineer (fse) confirmed the reported issue and replaced the touchscreen to resolve this issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16oct2019.

Event description:
The customer reported a ventilator with a touch screen that would not calibrate. There was no patient involvement/harm.